Event description:
A customer reported that during an emergency care procedure, using a glidescope spectrum single-use lopro s3 laryngoscope, the screen on the connected glidescope core monitor became dark and green with very poor resolution. They reported the image flickered between a dark/green fuzzy view and a normal view. The procedure was able to be completed with the reported glidescope spectrum single-use lopro s3 laryngoscope. Following the procedure, the customer reported isolating the issue to the faulty larygnoscope. No delay in the procedure or harm to the patient were reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope spectrum single-use lopro s3 laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to known, good, test verathon equipment, the blade and its light-emitting diode (led) functioned as normal. Upon visual inspection, the connector was confirmed to be in good condition and no physical damage was observed. The glidescope spectrum single-use lopro s3 passed verathon's device functionality testing. Upon completion of verathon's device evaluation, the customer was notified of the evaluation findings and was requested to return the monitor and cable used during the reported procedure for further investigation. To date, no response has been received from the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.